Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 48406 and replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a component failure. The failure was confirmed by error 48406 indicating a timeout in the illuminator and resulting in degraded illuminator operation. The ec was replaced to resolve the issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the image was blinking. The clinical sales representative (csr) disconnected and reconnected the endoscope five times with no resolve. The hospital staff change the endoscope to another (backup) but the problem persisted. The tse suspected endoscope controller (ec) and endoscope connectors. The procedure was converted to a laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope controller (ec) da vinci product involved with this complaint to perform failure analysis. The system logs were able to confirm error 48406, therefore confirming that the reported event occurred in the field; however, the unit was installed into the golden system and functioned as expected. The system was set to run 10 power cycles and no errors were identified. The event was confirmed based on error log review, however the issue was not able to be replicated during in-house testing. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The ec was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.